Manufacturer narrative:
The dispatched dräger service engineer was unable to duplicate the reported issue during on-site evaluation of the device; the workstation passed all tests and could be returned to use with no further issues reported to date. The log file was evaluated by the manufacturer. The results confirm that there was/is no issue with the device which would require repair or correction. The ventilation of the concerned procedure was disturbed from the beginning by the effects of a large leakage - the device measured a huge divergence between inspiratory delivered volume and the expiratory one which is evidence that a significant portion of the breathing gas escaped to ambient through a leak. The user switched forth an back between manual ventilation and psv mode but this could not improve the situation - when a leak is present in man/spont already, switching to automatic ventilation modes will not have the desired effect. The device responded as designed; appropriate alarms have been posted and the emergency air inlet was activated at times to compensate the fresh gas deficit. Finally, after log file review, dräger has assessed the case as not reportable since no indication for a malfunction could be found; especially the presence of the reported vent fail alarm cannot be confirmed.

Event description:
It was reported that the device generated a ventilator fail alarm during use. There was no injury reported.

Manufacturer narrative:
The investigation ins ongoing. Results will be provided with a separate follow-up-report.

Event description:
It was reported that the device generated a ventilator fail alarm during use. There was no injury reported.